Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced hallucinations 24 hours after kadian (a time-released morphine) was prescribed two months ago. The hallucinations occurred three to five days apart and ceased five hours after the kadian was stopped. The pt also experienced a tingling sensation "on the catheter", since the ins device was implanted. The pt also experienced fatigue the "entire next day", if physical labor was performed on the previous day. The pt's pump contained morphine and fentanyl. No info regarding the medication concentrations or dosages was provided. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.